Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose (bg) was 530 mg/dl. Bg was addressed by customer changing the infusion set and resuming insulin delivery. At the time of report, bg was 393 mg/dl.